Event description:
Caller reported blood glucose results of 21 mg/dl on compact plus system 1, 139 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for compact plus system 1, medwatch with identifier (B)(6) is for compact plus system 2.